Manufacturer narrative:
Evaluation summary. The analysis results found that the device had a two-inch vertical tear beginning at the upper retractor ring. No functional testing could be performed due to the return condition of the device. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, that the device was damaged in the packing. Another like device was used. There was no adverse patient consequence reported.